Event description:
The caller reported a leak in the cuff occurred within a few hrs of insertion. Due to the leak, it was necessary to re intubate the pt.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.